Event description:
The epg (external pulse generator) was returned for its annual testing. It subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. No information to suggest a device-related adverse event or product problem was received. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: analysis found that the sensing was out of specification.